Event description:
Revision surgery - the patient has a periprosthetic fracture.

Manufacturer narrative:
The reason for this revision surgery was to remedy a peri-prosthetic fracture. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient activity, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number: (B)(4) due to trauma, (B)(4) for instability, and (B)(4) revision surgery. This is the first complaint for this lot number. The root cause for the revision surgery was most likely due to the peri-prosthetic fracture; the cause of the fracture is unknown but may be attributed to trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.